Event description:
I had a tubal and wasn't told about filshie clips and I've had nothing but trouble. I have severe cramping and bleeding. I've also had awful mood swings since to where my own family can't stand me. I have pain pretty much 24/7.